Event description:
During assistance with a ending therapy on the home choice machine, the patient's care giver (cg) revealed that the patient line became punctured by their floor heaters metal grate. The cg wanted to end therapy and set up with new supplies. During a follow-up call the cg was asked about the reported problem and stated that the patient was connected at the time. The cg stated that the line was resting on the heater when it was punctured and the fluid started to leak. They were alerted of this incident through the burning smell of the dianeal solution. The solution did not come into contact with the cg nor with the patient. The cg stated they clamped off all the lines, and then changed out the set. They had not contacted their registered nurse (rn) regarding the event, but they were advised to do so soon. The cg stated the patient otherwise had been doing well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4) and the 510(k) number will not be provided in the emdr because the product code is unknown at this time. Because the sample is not available and the lot number is unknown, no device evaluation or batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a leak is confirmed, because the patient stated that the patient line got punctured by a metal grate on the floor. The assignable cause is determined as use error, because the leak was caused by the patient line getting punctured by the metal grate. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.